Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 23215.

Event description:
A customer reported a sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. The load was a normal size and consisted of a light cord and camera. Tape was stored per instructions for use with no overlapping tape or items laid on top of the tape. The tape from the same batch passed after use in other units. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Load was reprocessed to load was released method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 09/13/2015 to 03/11/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. The unit was restored to working condition after a part replacement of the injector valve assembly. It is unknown whether or not this contributed to the chemical indicator tape not changing color. However, there have been no further issues reported after the repair. The assignable cause of the issue cannot be verified as the tape was not available for review. It is unlikely there was an issue with the tape as the DHR did not reveal any anomalies, lot trending was not exceeded, and the tape did pass successfully in another unit. The issue will continue to be tracked and trended.